Event description:
A report was received that the patient underwent two pocket revision procedures as the ipg kept flipping sideways out of the pocket and was very painful. It was also reported that the patient underwent an explant procedure.